Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise and oversensing caused by unknown reasons, no known physical lead damage. No additional adverse patient effects were reported.